Event description:
While completing the procedure (hysteroscopy and dilation & curettage), the aquilex machine was malfunctioning in regard to registering the correct fluid deficit. It was noted when the hysteroscope was not in the vagina, no fluid was flowing out of the scope, yet the deficit kept climbing on the machine. The deficit on the machine was not at all correct. The rest of the procedure completed, and the deficit was calculated manually. Work order placed for aquilex machine after procedure and machine taken out of usage at this time.